Event description:
It was reported on 17january2024, a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted, reducing the mr to a grade of <1. Roughly two weeks later, the patient showed signs of a small stroke. The physician is assuming the mitraclip caused or contributed to the stroke.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported cerebrovascular accident (stroke). Cerebrovascular accident (stroke) is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention performed to address the stroke. There is no indication of a product issue with respect to manufacture, design, or labeling.